Event description:
It was reported the handpiece heats up and smells hot. It was plugged in for the case, but then switched out. No patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The customer reported that the handpiece was heating up. During repair, the overheating could not be confirmed because the handpiece was non-functional on arrival. Several components, including the motor, housing, and bearings, were replaced due to corrosion. The unit was tested and passed all manufacturing specifications.